Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a rsint stent in the ostium of the lm, lesion exhibited little tortuosity, moderate calcification and 60% stenosis. The device had been removed from packaging per IFU, inspected and prepped with no issues noted. There are no reported issues during stent implantation. It is reported that the patient hemorrhaged at the access site in the groin, but refused treatment. Platelets were low and there was blood loss. The account think that the stent occluded, but this has not been confirmed. Patient was on dapt. Patient death occurred on the day of the procedure, cause unknown. There was no relevant medical history that may have made the patient more prone to an occlusion event.